Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Initial information indicated that during the implantation procedure, the lead was repositioned but became embedded in cardiac tissue. As a result, the lead could not be withdrawn using standard techniques and required removal with a diathermy pen. Follow-up information received on may 13, 2026, reported that the patient subsequently experienced chest pain. An echocardiogram revealed severe tricuspid regurgitation. Surgical intervention may now be required to correct this condition. Should additional information be received, this file will be updated.